Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor broken with missing parts. See attached photo for details. Unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was 128 mg/dl. Customer advised they experienced issues with the sensor. Customer was advised to return the sensor and that a replacement sensor would be sent out.